Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked casing at the display window corners, and a missing black o-ring from the inside of the reservoir tube. The reservoir would not stay locked in place properly due to the broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a completely broken reservoir tube lip. The patient's blood glucose at the time of incident was 11.0 mmol/l. The caller stated that the insulin pump was not dropped. However, the reservoir would not stay locked into place. The insulin pump was returned for analysis.